Event description:
A customer in the (B)(6) notified biomérieux of false susceptible results associated with the vitek® 2 ast-p632 test kit involving a quality control sample. The customer reported false susceptible results for vancomycin involving staphylococcus aureus. The results obtained were mic = 2 and the test was repeated with the same result. The customer performed additional testing using a microtitre plate and the result was mic=4. In addition, the etest® result was mic=3. There was no patient affected or harmed and no results were delayed. No erroneous results were reported to a physician. A internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in the (B)(6) notified biomérieux of false susceptible vancomycin results for a staphylococcus aureus quality control sample associated with the vitek® 2 (v7.01) ast-p632 test kit. The customer submitted the strain and ast-p632 cards for evaluation. An investigation was performed. The identification of the staphylococcus aureus strain was confirmed with the vitek® 2 gp card. The intended mic result for the survey sample (eeq (B)(6)/distribution ehk-978/sample vzorek 5) is equal to 4 mg/l (resistant). The bmd (broth micro dilution) reference method, was the method used for vancomycin development (formulation van04n) for the vitek® 2 ast-p632 card and is equal to 2 mg/l (susceptible). Two (2) ast- p632 cards, one (1) from the customer lot and one (1) from a random lot, were tested using vitek® 2 v7.01. The results were: customer lot - vancomycin mic = 2 mg/l s (customer result was reproduced) random lot - vancomycin mic = 1 mg/l s. These results are in essential agreement with the reference method. The mics are on the vancomycin breakpoints so the category can be s or r (borderline strain). In conclusion, the vitek® 2 ast-p632 cards performed as intended and no further action is required.